Event description:
It was reported that the patient was transported by the emergency medical services (ems) to the emergency room with hypoglycemia. The patient's blood glucose levels declined to around 20 mg/dl while wearing the pod for an unknown duration. The patient tried deleting and reinstalling the pod's application since they were having trouble activating a new pod. They were not able to login to their account, leading them to switch to manual insulin injections but resulted them into having blood glucose level to decline. The patient was treated with nasal glucagon and dextrose. The patient was discharged on the same day. The patient removed the pod prior to the emergency room visit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone12.8. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.